Event description:
White female (B)(6) years old with a history of crohns disease, colon resection in 1995, 80% blockage. Incisional hernia surgery with dual mesh corduroy antimicrobial: item # 1dlmcp07, lot# 01106657, size: 20.0 cm x 30.0 cm x1.0 mm. In (B)(6) 2002, started having pain in surgical area where the 4 mesh sutures are that hold it in place. At 2006 went back to surgeon due to pain, fullness in the mesh area and a hernia located right below the tacked in mesh. He did not investigate enough to give me any answers. I have gone to (B)(6) clinic numerous times for this problem that is only getting worse. CT scans were done on 2 occasions. My last follow up visit was in (B)(6) 2013. The dx was adhesions, chronic nerve pain, and pain when sitting and standing. She suggested pain management, nerve blocking and massage therapy. She also said the medical mesh can not be removed since it has grown into my tissue, nerves and organs. The surgeon who implanted the mesh noted that if my crohns disease returns it may have to be removed. I have spent 6 years of my life in pain searching for answers with little help from the medical community. I have been researching medical mesh and I'm very disturbed by the numbers of humans that are being harmed by medical mesh. It shrinks, migrates, crumbles, cut into other major organs and is almost impossible to remove in one piece. I am stable now and will not seek out a surgeon to remove this poison from my body but it's only going to get worse as long as my body is rejecting it.